Event description:
The field sevice engineer reported a pump with failure code 810:04. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:the reported condition of failure code 810:04 was confirmed in the pump's event history file during product evaluation. Failure code 810:04 was caused by a faulty pump head mechanism. The pump head mechanism was therefore replaced. Device was evaluated on site